Manufacturer narrative:
Additional information was added to h3, h6, h10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the female connector was observed separated from the main body. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a minicap extended life pd transfer set. This issue occurred when the patient was disconnecting from peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.